Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the device had worked 'somewhat.'

Event description:
It was reported the patient's device worked great for three months but it stopped working as well and the patient's nausea and vomiting returned. The patient was back with her stimulation physician for further adjustments and treatment.